Event description:
It was reported that a patient underwent an atrial flutter procedure with a ez steer¿ ds bi-directional electrophysiology catheter and the medical team noted excessive kinking of the catheter at the distal tip. This was identified on fluoroscopy after the catheter had entered the right atrium. This created difficulty in getting good catheter contact with tissue and stability. Catheter was ok to deliver radiofrequency (rf) energy and no issues with impedance temperature noted during ablation, but the kink made physical maneuvering of the catheter difficult. Physician was able to complete the procedure by taking a steerable vizigo sheath to add stability to the kinked catheter, but this would not his preferred course of action or a usual practice in his workflow. There was a 2-3 minute delay while procuring the steerable sheath. The procedure was completed without further incident. The catheter kink was identified upon removal of the device. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-feb-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter procedure with a ez steer¿ ds bi-directional electrophysiology catheter and the medical team noted excessive kinking of the catheter at the distal tip. This was identified on fluoroscopy after the catheter had entered the right atrium. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection was performed following j&j procedures. Visual analysis in the lab revealed that the tip was observed kinked and wrinkled, no wires or internal components were exposed. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31508529m and no internal actions related to the complaint were found during the review. The damage identified on the tip during the analysis could be related knotted issue reported by the customer; therefore the complaint was confirmed. The potential cause of the issue cannot be established. The instructions for use contain (IFU) the following warning and precaution: always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter. Do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. O not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).